Event description:
Reporter indicated that pt's seizures have worsened in frequency and severity since vns implant. It was reported that use of the magnet had no effect on the pt's seizures and that the pt's recovery time has increased. The pt continues to have seizures that last 3-6 minutes and continues to be immobile for 1-2 hours after a seizure with a 4-6 hour recovery time. The pt was seen for follow-up by neurologist 6 days after the event was reported to the manufacturer, at which time both the neurologist and the pt's family member determined that their seizures were improving. It was reported that over the past two months, there had been a decrease in the pt's seizure clusters and the pt experienced only 1-2 grand mal seizures per week instead of 4 days in a row of seizures followed by 4 days with no grand mal seizures.